Manufacturer narrative:
One opened and used reservoir was evaluated and the transfer guard needle was found loose. The reservoir failed per inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had transfer guard anomaly. Customer's blood glucose at time of incident was 212 mg/dl. The customer stated that the needle is loose. The customer stated that the last 2 of the reservoir that he opened the needles slisde back and forth. The customer stated that when you lock the reservoir on it the needle pushes out through the other end. The customer was advised to send them back and it will send him a canister and replacement for them.